Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that gel oil globules were found during use with a bd vacutainer® sst¿ ii advance plus blood collection tube. The following information was provided by the initial reporter, "many tubes have oil gel globules issue."

Event description:
It was reported that gel oil globules were found during use with a bd vacutainer® sst¿ ii advance plus blood collection tube. The following information was provided by the initial reporter, "many tubes have oil gel globules issue."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for oil gel globules with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for testing and upon completion, the issue relating to oil gel globules was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Manufacturer narrative:
The change is the following: g.4. Date received by manufacturer: 2020-01-12.

Event description:
It was reported that gel oil globules were found during use with a bd vacutainer® sst¿ ii advance plus blood collection tube. The following information was provided by the initial reporter. "Many tubes have oil gel globules issue."